Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the reported compromised stent graft integrity was found to be device related, due to the strata graft material on the cuff. The increase in infrarenal angulation due to the cuff migration likely contributed to this event. There were no procedure, user, or off label/cautionary product use conditions that contributed to this event. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to <0.2%.

Event description:
Upon clinical assessment of this event, it was discovered that a type iiib endoleak of the bifurcated stent graft was also present.